Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate manufacturing report numbers. (B)(4).

Event description:
Received (B)(4) stating: event description: "3 proglide 6f perclose suture mediated closure system#12673-03 with lot numbers 7110942 exp date 09-30-2019 did not deploy. Two other proglides needed to be opened in order to complete the procedure. What was the original intended procedure? : tevar, iliac stent placement. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working)". No additional information was provided.